Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarm, an unexpected restart alarm, and a compromised force sensor system alarm. The customer's blood glucose was 50 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. The customer was unable to complete the rewind sequence. Advised customer that the compromised force sensor system alarm may have occurred when, during seating, the force sensor did not detect the reservoir. The customer mentioned that she was hospitalized due to an urinary tract infection and nothing to do with the insulin pump or diabetes. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to protruded loose drive support disk. Unable to perform the occlusion, prime/a33, excessive no delivery and a21 error test due to a33 alarm. The rewind feature functioned properly during our testing. The motor passed the motor test. The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and missing the end cap sticker.